Manufacturer narrative:
The pump was received with operating currents within specification. The pump passed the self test, unexpected restart, rewind, basic occlusion and displacement tests. No motor error alarms were noted. However, unable to prime the pump during the prime test due to a faulty force sensor resistor. Unable to perform the excessive no delivery alarm test due to the prime anomaly. The motor was tested outside of the device and it passed. The pump was received with minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed intermittently for no delivery. The alarm sometimes did occur during a bolus delivery. The blood glucose reading was 22.2 mmol/l. Insulin did exit with a manual prime during troubleshooting. The infusion set was removed and the cannula was not bent. The insulin pump will be replaced and returned for analysis.